Event description:
New information received indicated the helix issue was discovered after the lead was in the body.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination showed that the helix was found partially extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued and the helix was bent consistent with procedural damage. The cause of the reported event was isolated to the helix being bent and was clogged with blood/tissue and overtorqued inner coil at the connector region.

Event description:
It was reported the asymptomatic patient presented in clinic for an implant procedure. It was observed the lead helix would not extend prior to implant. A different lead was used, and the implant surgery was completed without issue. The patient was stable.